Manufacturer narrative:
The information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter is synthes sales representative this report is for an unknown tfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tfna nail did not assemble properly. The surgeon used another nail to complete the procedure. No surgical delay reported. It is unknown if the procedure successfully completed. No patient consequence reported. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
The information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter is synthes sales representative this report is for an unknown tfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tfna nail did not assemble properly. The surgeon used another nail to complete the procedure. No surgical delay reported. It is unknown if the procedure successfully completed. No patient consequence reported. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 2 of 3 for (B)(4).

Event description:
Customer confirmed that there is no allegation against the reported device unk tfna helical blade.